Manufacturer narrative:
H.6. Investigation summary: bd received one (1) sample and four (4) photos for investigation. The photos were reviewed and the indicated failure mode for additive abnormality with the incident lot was not observed. Additionally, the customer sample along with one hundred (100) retention samples from bd inventory, were evaluated by visual examination and no issues were observed relating to additive abnormality as all samples met specifications. The mist pattern inside the tube is correct for this product. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of additive abnormality. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. E.1. Initial reporter facility name: (B)(6) medical center. E.1. Initial reporter e-mail: (B)(6).

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) plus blood collection tubes has foreign matter inside it, which appears to be a water droplets. The following information was provided by the initial reporter. The customer stated: this report is about fm. Water droplets were on the blood collection tube. The customer complained that water droplets were on the blood collection tube (edta2k ).